Event description:
A report was received that a pt was not getting sufficient stimulation in her pain area. The bsn rep attempted to reprogram the pt however, was unsuccessful. In addition, the pt's leads were exhibiting high impedences. An x-ray was taken and the physician believes that there may be a disconnect between the leads and the ipg header, or the leads and lead extensions. The physician will perform exploratory surgery to determine the location of the disconnect.

Manufacturer narrative:
Additional information received stated that the physician explanted the leads and the lead extensions. The patient's ipg remains implanted and the physician plans to re-implant the patient with a lead in the future. Device evaluation for the leads and lead extensions showed that the leads had been pulled out from the extension connector stacks. This resulted in misalignment between the lead and extension contacts. Both setscrews of the extensions, which are used to secure the lead, were not lowered. There were no discernable screw marks on the lead retention sleeves that usually appears when the setscrew is tightened by a physician. In addition, the setscrew passageways were filled with human material. These suggested that the setscrews might have not been effectively tightened.

Event description:
A report was received that a patient was not getting sufficient stimulation in her pain area. The bsn representative attempted to reprogram the patient however was unsuccessful. In addition, the patient's leads were exhibiting high impedences. An x-ray was taken and the physician believes that there may be a disconnect between the leads and ipg header, or the leads and lead extensions. The physician will perform exploratory surgery to determine the location of the disconnect.